Event description:
It was reported that during surgery, the drill bit broke in the pt's intermedullary metacarpal. The surgeon tried to remove it but he was unsuccessful.

Manufacturer narrative:
Investigation in progress but not yet complete.